Event description:
Contact at the hospital revealed that a patient had a very late stent thrombosis with a cypher stent. This occurred three years after the stent had been implanted and the patient had been on plavix for twelve months after the procedure. The patient was given plavix and is in good condition. The patient did not have any additional risk factors.

Manufacturer narrative:
This device crs xxxx (lot unknown) is distributed outside the united states; however it is similar to the united states product cxs xxxx. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.